Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since some months 3 electrodes show status hi, now another 2 are in status hi. During testing in situ, the impedances of the hi-electrodes changed when pressure was applied to the edge of the mastoid cavity. This cavity is quite large and there is a bony bulge at the edge. Some weeks ago, the pt suffered from vertigo for one week. From time to time he has pain at the implant area. The pt states that hearing deteriorated during the last weeks. The external parts were checked. There is no accident known.